Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the membrane port tube. The issue was noticed prior to patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.